Event description:
PICC (peripherally inserted central catheter) rn (registered nurse) called to bedside due to PICC leaking, PICC rn lifted dressing to remove PICC, PICC snapped at the hub. PICC was able to be removed safely in its entirety. Patient skin is intact. Risk closure comments: appropriate actions taken, no harm to patient.